Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and complaint history review was not performed because this incident was based on an article review and no lot information was provided. Based on available information and the limited information available from the article, the cause of the reported slda was unable to be determined. The reported worsening tr was likely a cascading effect of the reported slda. The reported heart failure is likely a cascading effect of the reported worsening tr. The reported patient effects of tricuspid regurgitation and heart failure, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported surgical intervention and hospitalization were the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes added: 4446 heart failure b3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcatheter tricuspid valve replacement after failed transcatheter annuloplasty and edge-to-edge repair.

Event description:
The article "transcatheter tricuspid valve replacement after failed transcatheter annuloplasty and edge-to-edge repair" was reviewed. The article presented a case study, describing the first edwards evoque implantation after failed percutaneous tricuspid annuloplasty and edge-to-edge repair. Devices mentioned include triclip and edwards evoque. The article concluded that transcatheter tricuspid valve repair (ttvr) offers a viable treatment option for complex tr cases even after failed annuloplasty and edge-to-edge repair. [The primary author and corresponding author was stefan toggweiler at luzerner kantonsspital, lucerne, switzerland with corresponding email stefan.toggweiler@luks.ch. Four years prior to the study, an 80 year old man presented with severe exertional dyspnea and peripheral edema due to torrential tricuspid regurgitation resulting from severe annular dilation and septal leaflet tethering. Patient also had recently receive diagnosis of colorectal cancer requiring urgent treatment. Tricuspid annuloplasty was performed with a non-abbott edwards cardioband. Tr was reduced but remained severe. At one year follow, patient experienced worsening of symptoms due to torrential tr along with severe functional mitral regurgitation. An additional procedure was performed where a mitraclip nt was placed on the mitral valve and a triclip xt was placed on the tricuspid valve (anterior-septal) reducing tr to severe. Three years later, the patient was hospitalized for heart failure. Echocardiography performed revealed massive tr and detachment of the triclip from the anterior leaflet (single leaflet device attachment (slda). The patient was recompensated and discharged but torrential tr remained. An evoque ttvr system was then implanted as treatment with good result.

Event description:
The article "transcatheter tricuspid valve replacement after failed transcatheter annuloplasty and edge-to-edge repair" was reviewed. The article presented a case study, describing the first edwards evoque implantation after failed percutaneous tricuspid annuloplasty and edge-to-edge repair. Devices mentioned include triclip and edwards evoque. The article concluded that transcatheter tricuspid valve repair (ttvr) offers a viable treatment option for complex tr cases even after failed annuloplasty and edge-to-edge repair. [(B)(6)]. Four years prior to the study, an 80-year-old man presented with severe exertional dyspnea and peripheral edema due to torrential tricuspid regurgitation resulting from severe annular dilation and septal leaflet tethering. Patient also had recently receive diagnosis of colorectal cancer requiring urgent treatment. Tricuspid annuloplasty was performed with a non-abbott edwards cardioband. Tr was reduced but remained severe. At one year follow, patient experienced worsening of symptoms due to torrential tr along with severe functional mitral regurgitation. An additional procedure was performed where a mitraclip nt was placed on the mitral valve and a triclip xt was placed on the tricuspid valve (anterior-septal) reducing tr to severe. Three years later, the patient was hospitalized for heart failure. Echocardiography performed revealed massive tr and detachment of the triclip from the anterior leaflet (single leaflet device attachment (slda)). The patient was recompensated and discharged but torrential tr remained. An evoque ttvr system was then implanted as treatment with good result.

Manufacturer narrative:
The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcatheter tricuspid valve replacement after failed transcatheter annuloplasty and edge-to-edge repair.